Manufacturer narrative:
Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported flames and sparks coming from laser. System has been shut down and power has been secured at the source and requested a system check. No patient involvement was reported.

Manufacturer narrative:
Section a2 a3, a4 and a5: not applicable. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Device evaluation: a field service engineer (fse) visited site to evaluate the fire damage. Fse replaced cold plates and repaired fire damaged areas and tested system. System performing to specification. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Conclusion: the reported event was verified and parts replaced to correct problem identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.